Manufacturer narrative:
A request for data for the affected patient was requested from the hcp. However, the hcp did not provide this information. Therefore, further evaluation is not possible. Description of changes: field g1-2: updated to "contact office" field g7: updated to "follow-up #: 1" field h2: updated to "additional information" and "device evaluation" field h3: updated to "yes". Added "evaluation summary attached" field h6: updated investigation findings code to "4310". Updated investigation conclusions code to "4310". Field h10: added manufacturer's narrative. Added description of changes

Manufacturer narrative:
A request for data for the affected patient has been requested from the hcp for further evaluation.

Event description:
A health care professional (hcp) reported that there has been an incorrect surgical result after using the iolmaster 700 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange was performed to correct thepatient's vision.